Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implantable cardioverter defibrillator (ICD) implant the patient went into acute decompensated heart failure related to the implant procedure. The patient required bipap for a few hours for respiratory distress. The device remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.